Manufacturer narrative:
No product was returned for investigation.  A review of the device history record was not possible since the batch number is unavailable. Based on the information provided to abbott, the reported pericardial effusion could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3008452825-2019-00262, 3008452825-2019-00263, 2182269-2019-00076. During a pulmonary vein isolation procedure, a pericardial effusion occurred. There were no patient symptoms. The effusion was diagnosed by transthoracal echocardiogram. The left atrium was reached and the procedure was able to be completed. The patient was stable throughout the procedure and after being followed under intensive care for observation. It was indicated the puncture was difficult and the aortic bulb may have been punctured. There was no indication that an abbott device caused the event, but the cause could not be confirmed. There were no performance issues with any abbott device.